Event description:
It was reported that the patient was explanted of the device on (B)(4) 2014., after a sudden inner ear hearing loss and no benefit from the device. Reportedly, the device was fully functional.

Manufacturer narrative:
The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.